Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 4.5mm/6.5mm stepped drill bit large qc/485mm (p/n 03.010.078 s/n (B)(4)) was received at customer quality, and upon visual inspection, it was observed that a portion of the distal tip of the drill bit was broken off and missing. It is clearly sheared off and thus, the complaint condition is confirmed. The functional code of embedded device can not be confirmed through this investigation since x-rays were not sent to us cq. Device failure/ defect identified? Yes dimensional inspection: the major 5.8 mm of the drill bit got measured. Conclusion: the measuring result does show conformity. Document/ specification review: the following drawing(s) was reviewed: -4.5mm/6.5mm step drill bit large qc, ngn. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. The functional code of embedded device can not be confirmed through this investigation since x-rays were not sent for review to us cq. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.010.078, synthes lot # pe03367, supplier lot # pe03367, release to warehouse date: mar 03, 2018, supplier: precision edge surgical products, no ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown orthopedic procedure using with a femoral recon nail (frn) on (B)(6) 2019, while drilling through the proximal recon hole in the frn, the stepped drill bit broke off and was left in the patient's femoral head. The remaining portion of the drill bit was removed and then an unknown cannulated screw had to be placed outside the nail into the head of the femur. The procedure was successfully completed with twenty (20) minutes surgical delay. Patient status was unknown. Concomitant medical products: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown cannulated screw (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).